Event description:
Reference number (B)(4). Event occured in egypt. It was reported that the patient faced infusion set cannula was bent event on (B)(6) 2026. The blood glucose level was 217 mg/dl and the patient was treated by pump. The infusion set was in use one day. No further information is available.